Manufacturer narrative:
Based on device analysis, the alleged issue could not be verified due to different issue that was identified (usb pin damage).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer¿s blood glucose. The customer reported that manual injections would be used for alternate insulin therapy.